Event description:
Procedure type: sleeve gastrectomy. As reported in literature: reinforcing the staple line during laparoscopic sleeve gastrectomy: prospective randomized clinical study comparing three different techniques, seventy-five pts underwent laparoscopic sleeve gastrectomy (lsg) evaluating three different techniques of handling the staples line during lsg. From (B)(6) 2008 to (B)(6) 2009, four pts experienced a postoperative leak (5.33%). These four postoperative leaks developed between pod 11 and pod 35 and required some procedural intervention. There was one subphrenic hematoma that developed in a pt. Pt from the seamguard reinforcement group experienced a postoperative leak on pod 30, treatment: placed percutaneous drain, transforming the leak into a gastrocutaneous fistula; outcome: complete fistula health was reached on pod74.

Manufacturer narrative:
(B)(4).